Event description:
Imprecise sequential readings the customer obtained readings of 289mg/dl, 366mg/dl, 86mg/dl, and 101mg/dl within 10 minutes, all tests were performed on the forearm. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant.